Manufacturer narrative:
The results of the investigation concluded that the device did not meet specifications during a shaft leak and irrigation leak test. The shaft leak was due to an adhesive failure between the distal tip and shaft. The irrigation leak was caused by inadequate adhesive bonding between the irrigation tubing and end of deformable body at the distal tip which led to detached irrigation flow during use.

Event description:
This report is to advise of an event observed during analysis confirming a irrigation leak of the catheter.